Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. The pt stated they began to experience high blood sugars at 0161 after a 199 gram meal bolus for a snack at 0240. At 0616 they were over 500mg/dl and they did a 63 unit correction bolus at that time. They then went back to sleep. At 0836 their blood sugar was 446mg/dl. They at this time did a 54.4 unit correction. When their family member came home about 1000 they changed out their infusion site, tubing, cartridge and insulin. They state that their blood sugar remained high and they began vomiting. Their blood sugar did not come down after the site change and went to the ER about 1200. They were admitted in dka. They deny any illness prior to their blood sugar elevating. They state that they at no point gave themself a back up injection. They use the silhouette infusion set and rotate sites frequently. The pt tested the delivery of insulin and found that the pump delviery insulin with no problem. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.